Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The leak occurred in 2001 during use 1 (preprocessed dialyzer). The blood leak was noted by a blood leak alarm and confirmed by a positive hemastix result. The patient experienced approximately a 250 cc blood loss. A new dialyzer and blood lines were set-up, and the treatment continued without further incident. No patient injury or medical intervention was reported by the hcp.